Event description:
It was reported to philips that the device will not pass the operations test. Fails on the defib test. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and suggested that the therapy pca and therapy capacitor be replaced. The customer declined philips service to repair the device. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. The device remains at the customer site and no further evaluation is required at this time.